Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to an occlusion issue. The blood glucose had been high for greater than four hours and the high blood glucose had been treated with a manual injection using an insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.